Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur implant (k121029).

Manufacturer narrative:
A rebushing procedure was successfully performed with no reported complications. Rebushing is an anticipated event over the lifetime of an orthopaedic implant, performed at the discretion of the surgeon. It consists of the replacement of poly components which are susceptible to wear such as bearings and bushings, in addition to the axle and related retaining mechanisms. This complaint is being closed and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6) 1992 and subsequently has undergone rebushing procedures on (B)(6) 2006 and on (B)(6) 2010. The patient will undergo a further rebushing procedure on (B)(6) 2012. This is a supplemental report to 3004105610-2014-00074 ((B)(4)).

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on (B)(6)1992 and subsequently has undergone rebushing procedures on (B)(6) 2006 and on (B)(6) 2010. The patient will undergo a further rebushing procedure on (B)(6) 2012.